Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead delivered inappropriate electric shocks and anti-tachycardia pacing due to atrial originated arrhythmias. Also, during therapy delivery the rate accelerated. Furthermore, the atrial lead also showed a high, out of range pacing impedance. Additional information was received from the field representative mentioning that the patient's ra lead is turned off it's just set to sense. They were not sure when the impedance went out of range. The information was forwarded to a nurse to see if any corrective action had been taken. No action had been taken that the field representative knew. The crt-d and the ra lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead delivered inappropriate electric shocks and anti-tachycardia pacing due to atrial originated arrhythmias. Also, during therapy delivery the rate accelerated. Furthermore, the atrial lead also showed a high, out of range pacing impedance. Additional information was received from the field representative mentioning that the patient's ra lead is turned off it's just set to sense. They were not sure when the impedance went out of range. The information was forwarded to a nurse to see if any corrective action had been taken. No action had been taken that the field representative knew. The crt-d and the ra lead remain in service. No additional adverse patient effects were reported.